Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after performing a supply change, the customer did not observe drops of insulin exit from the end of the infusion set tubing. A supply change was performed to resolve the issue. In addition, after filling a cartridge with 300 units of insulin, it was reported that the insulin gauge decreased to an inaccurate fill estimate of 60 units. Blood glucose level was 481 mg/dl) with trace ketones. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.